Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd angiocath¿ IV catheter connection the catheter was discolored.¿ no further information. There was no report of injury or medical intervention.

Manufacturer narrative:
Lot number correction: the following fields has been corrected: medical device lot #: 7010867, medical device expiration date: 12/31/2021 and device manufacture date: 01/23/2017.

Manufacturer narrative:
Although there are samples for analysis, they got stuck in customs and the only thing available for analysis are customer photos. The photos are not confirmed for discoloration of the catheters as mentioned in this complaint. Samples/photos: according to the visual analysis of the received photos, the discoloration cannot be verified, as mentioned in complaint. DHR review: the final assembly batch: 6361823used in the claimed final product batch: 7010867 of angiocath 24g x 0.75 in were analyzed regarding ¿damaged component¿ and were not evidenced records that could lead to claimed defect. Qn/ ncmr review: there are no quality notification (qn) or nonconformity report of "damaged component" or anything that could lead to this complaint. Not confirmed: bd was unable to confirm the incident in question. Based on the investigations performed, it was not possible to determine a root cause for this complaint.